Event description:
The customer reported that following a pta/stent procedure in 2002, a vasoseal es was deployed. Bilateral sheaths were used and both sides were sealed with vasoseal es. The stent was placed on the left side only. The pt was complaining of discomfort in the groin area and was readmitted 4 days later. An angiogram was performed which revealed a total occlusion of the iliac artery. A pta was performed and partial flow was regained in the iliac artery. A droppler study was performed following the angiogram and the pt had good pedal pulses and was stable. No further complications were reported.